Manufacturer narrative:
This report is submitted on may 28, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was explanted on (B)(6) 2018, due to unknown medical reasons. The patient was reimplanted with another cochlear device during the same surgery.